Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had system error 255-202-2. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: report source, report source other. Additional information: report source, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had system error 255-202-2 was confirmed through a review of the provided photograph. However, the issue could not be further investigated or tested, as no device was received for investigation. A photo of the alaris pcu unit displaying on screen a ¿system error¿ and an error code 255-202-2 was provided to bd. It was mentioned by customer that battery conditioning test was attempted, and error code 255-202-02 appears on screen once testing is started. Log analysis could not be performed as no devices were returned for investigation. Although requested, the event logs were not provided to bd. The system error tip sheet notes that the bd alaris pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported system error 255-202-2 was not determined since no device or logs were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had system error 255-202-2. There was no patient involvement.